Event description:
Related manufacturer report number: 2017865-2023-52273. During follow-up, a missing egm was observed on the device. Noise resulting in oversensing was also observed on the right ventricular (rv) channel. Rv lead damage was suspected, although not confirmed. The event was resolved by replacing the device due to reaching elective replacement indicator level. No intervention was performed with the rv lead. The patient was in stable condition.

Manufacturer narrative:
The report of the event oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. The report of the event ECG/egms missing was confirmed. The memory of the device was full, and the old egms was overwritten by the new ones. Therefore, the episode of anti-tachycardia pacing (atp) was no longer visible. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal.